Event description:
It was reported that the pt had severe tortuous vessels and a mild or very little calcification. While in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the teflon sheath into the pt's femoral artery. The iab was inserted and soon after the iab was placed, the user looked at the ap (arterial pressure) waveforms and found that the ap waveforms had disappeared. The pump alarmed indicating fiberoptix sensor (fos) issues. The user did not remember the specific type of alarm it was. As a result, the iab was removed with the teflon sheath as one unit and another iab was inserted via the same insertion site. There was no reported pt death or injury. There was a delay in intra-aortic balloon pump (iabp) therapy of 10 mins. Additional info was received from teleflex (B)(4) on (B)(4) 2012 stating that the pump did recognize the fos. The user did hear the 'click' when the fos slide was connected to the pump. Reference MDR #1219856-2012-00227 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.